Manufacturer narrative:
Device power up properly after battery installation. No blank display or missing segment or partial display noted. Failed battery test alarm due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. It also reported that lcd light keeps going out and display went out again while on the phone. The customer declined troubleshooting for high blood glucose and partial display. Insulin pump passed the self test and numbers were partially gone. The customer will return insulin pump for analysis.